Event description:
A report was received of an incident where the end user stated the powered wheelchair sped up by itself and hit the wall. Please see additional information received on this incident.

Manufacturer narrative:
The end user was sore from hitting the wall. The chair gave a left brake code and flashing 5. A call was placed for further detail. It was learned the end user is fine other than some bruising. The unit has been repaired. No further ill effect to the end user. Please note any new information received will be provided in a supplemental report.